Event description:
It was reported that pt was admitted to the hospital for abdominal/rib pain. The pt experienced the pain when stimulation was not on. The doctor plans to treat the pain with steroids as a first option. Stimulation and coverage are effective. The abdominal/rib pain reduced significantly over time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.